Event description:
It was reported that pt's sys diagnostics resulted in high lead impedance. Device was programmed to 0. X-ray report was received and assessed by MFR. No gross lead discontinuities were visualized in the x-ray, but a portion of the lead could not be assessed as it was coiled behind the generator. Good faith attempts were made with this physician to obtain further info surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.